Manufacturer narrative:
The reported issue was confirmed. The root cause was not able to be isolated. It was noted that the biomed had an arctic sun device that gave an alert 113 (reduced water temperature control) and was not heating, they were going to check the heating elements and see if they need to be replaced, talked about the 2000 hour preventive maintenance and gave part number and price incase they test bad. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that gave an alert 113 (reduced water temperature control) and was not heating, they were going to check the heating elements and see if they need to be replaced, talked about the 2000 hour preventive maintenance and gave part number and price incase they test bad.

Event description:
It was reported that the biomed had an arctic sun device that gave an alert 113 (reduced water temperature control) and was not heating, they were going to check the heating elements and see if they need to be replaced, talked about the 2000 hour preventive maintenance and gave part number and price incase they test bad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.